Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager replaced the batteries as they did not meet the runtime specification. He also replaced the safety disk as part of preventive maintenance. The stm completed preventive maintenance and the iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the portable battery run time test. No patient involvement or adverse event was reported.

Event description:
It was reported that during a preventive maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the portable battery run time test. No patient involvement or adverse event was reported.